Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead, product ID: 3778-60, serial#: (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead, product ID: 97791, serial# unknown, product type: accessory, product ID 97791, serial# unknown, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported, the circumstances that led to the stimulation/system replacement surgery was normal end of service. And one of the leads was bad.

Event description:
See h10.

Manufacturer narrative:
H3: product ID# 37714; serial# (B)(6); was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Product ID# 3778-60; serial# (B)(6): was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken; 25.6 cm from the distal end of the lead. Product ID# 3778-60; serial# (B)(6); was returned for product analysis. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Product ID: 97791, serial#: unknown, product type accessory. Product ID: 97791, serial#: unknown, product type accessory. Date of event: date is approximate. Analysis anticipated but not yet begun; additional report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that the ins battery was dead and won't charge anymore. Pt said they haven't charged the ins in about 1.5 months because the recharger (insr) antenna wires were frayed. Pt said he was going to meet with a rep to have the ins 'reset'. Pt confirmed the insr itself was fine/charged from the desktop charger. A replacement insr antenna was sent to the patient. No symptoms were reported. It was later reported that the ins/system was explanted.